Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter IV (intravenous) extension set disconnected from the primary tubing set which was connected to a patient, causing a sudden seepage of blood. The volume of blood loss was not reported. It was not reported if the patient required medical intervention. It was unknown what caused the disconnection; further described by the reporter as ¿the tubing is so long it gets caught in the wheels of stretchers, it constantly disconnects and hits the floor, and then needs to be changed¿. It was reported as occurring more than one time; however, the number of occurrences was not reported. It was not specified if the event occurred on more than one patient. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.